Event description:
It was reported that the stapler blocked during the procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Not reported. Or, did the device fully fire and stop during the automatic knife return? Not reported was there any difficulty opening the device? Not reported. If yes, how was the device removed from the patient? Na. If yes, did the jaws eventually open? Na. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequence reported. What is the most current patient health status and condition? Unk, no patient consequence reported. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload present. The reload was received fully fired. Upon evaluation of the reload, the reload body was noted to be damaged and the reload pan was partially dislodged and bent. It is possible that the damage noted on the returned reload was due to improper handling of the reload. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the spring firing trigger was noted to be out of its intended position, and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design and the damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.